Manufacturer narrative:
The reported event of a device fracture was confirmed. The soft gray tip and sheath tubing had been fractured into pieces. In addition, inspection of the device identified degradation of shaft material. The damage is consistent with the product being stored outside of the shelf box and exposed to light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for use (IFU) warns that product should be stored in a cool, dark, dry place. The cause of the degradation is consistent with not following the instructions for use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00630. During the procedure, the tip and center of the introducers were fractured. The fractures were segmented along the introducer shaft and the material was being held together by the braided material. The introducers were replaced and the procedure was completed with no adverse consequences to the patient. No additional access site was required during replacement.